Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she had a high blood glucose level of over 600 mg/dl. The infusion set had a bent cannula. They treated her blood glucose level with a shot. The device was not returned.